Event description:
On 09-mar-2026, a sales representative reported via email that an ar-521-tbc8 ibalance uka tibial bearing implant could not be fully seated into the tray during the procedure. Multiple attempts and techniques were made, but the implant would not snap into place. A new implant of the same type was opened and successfully seated. There was no reported patient harm, and no fragments or components from the original implant were left in the patient. The issue was identified intraoperatively on (B)(6) 2026. Additional information was received on 20-mar-2026: this event occurred during a uni knee procedure. An ar-521-tbc9 ibalance uka tibial bearing implant was used to complete the case. There was no significant delay, and no additional anesthesia was needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.